Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient experienced oozing from the wound. The surgeon noted that suture was still present at the incision site. The surgeon washed out the wound on (B)(6) 2012. Microbiology testing was performed and no pathogenic bacteria was identified. The surgeon opines that the patient developed an infection due to lack of absorption of the suture.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The packages were very wrinkled as received. Testing was performed on all three. No leaks through the seals or the foil itself were detected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.